Event description:
The dealer states that he is getting lots of 0300 error codes in fault log. Chair intermittently stops and gets 3 flashing lights on joystick. Right motor, no output intermittently.